Event description:
It was reported the pt does not have stimulation as her ipg was unable to communicate with external devices. The pt reported she had not used or charged her ipg since approximately the summer of 2012. F/u identified surgical intervention will be undertaken at a later date. The pt allegedly has an unrelated medical issue she needs to address and will f/u with her physician in 2 months.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.